Event description:
It was reported that via the customer. The bur broke. It is unknown if there was patient involvement or adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause is multi-factorial.